Event description:
On 08/07/2023, it was reported by a sales representative via sems that an ar-9676 angled reamer, drive shaft, and an ar-9597-10 angled reamer sleeve, 10° had an issue. They were worn out and the doctors were complaining that they needed to be replaced. This occurred during use with no patient harm. Additional information had been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint is confirmed. One unpackaged ar-9597-10 serial/batch number (B)(6) was received for investigation. Functional testing with the returned matting part ar-9676, batch 022304 found resistance and friction. The devices do not rotate smoothly. The visual evaluation revealed heavy scratches and lines in the sleeve collar. It was observed a piece of metal attached in the inside diameter close to the connector. Both devices arrive separately for investigation. The most likely cause(s) for the reported failure is the wear and tear damage incurred over repeated usage.